Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. Engineering logs confirmed device was not charging while on charging pad and device was exhibiting rapid battery depletion. The issue is likely due to a power circuit issue on the mainboard. As a precaution the mainboard and battery will be replaced during refurbishment.

Event description:
It was reported that an ilet pump turned off unexpectedly and would not power back on unless placed on a charger, then failed to respond or stay connected when removed, consistent with premature battery discharge and involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.